Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other pain indications. It was reported that patient had lost therapy. The patient stated that the therapy had went out on him. The patient was told to follow up for suspected ins depletion. No further complications were reported as a result of this event.

Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that the patient lost therapy suddenly. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; root cause of the loss of therapy remains unknown. Contributing factors may be that the device battery has depleted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.